Event description:
On (B)(4) 2015, the reporter contacted lifescan (B)(4), alleging unusual issue - meter message - strips is defective try another one. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Strips is defective try another one.